Event description:
It was reported that the device exhibited error code 41622 with a red screen. No adverse patient effects were reported by the customer.

Manufacturer narrative:
B3: unknown. One device was received for evaluation. Visual inspection found the device to be in used condition. The event history log revealed the reported error 26 times. Functional testing was able to verify and duplicate the reported problem. It was determined that the dual optic disc/dual flag gear was the root cause. The dual optic disc was replaced. The service history review identified no indication that the complaint was related to a service of the device within the review period.